Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device with a 6f sheath after a balloon angioplasty procedure. Reportedly, immediately after the procedure and also one hour post procedure, the wound looked perfect. Three hours post procedure, a hematoma developed. Manual compression was applied. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: manual compression was applied to treat the hematoma while vasovagal was given due to the pain. There was an adverse patient sequela and reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Patient codes: 1994 labeled. Internal file number - (B)(4). To design, manufacture or labeling of the device. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect